Event description:
During the atrial fibrillation procedure, after insertion of the sheath and removal of the dilator, air aspiration was attempted; however, air was aspirated through the hemostasis valve. Air aspiration was repeated several times, but the issue did not resolve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. An event of a leak was reported. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.